Event description:
Left side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be cloudy, the device weighed 3.8g over specification.